Event description:
I started developing bad headaches, numbness in the face. Severe neck and back pain, anxiety, panic attacks, heart palpitations, joint aches, arm and leg numbness. Fatigue, hormone imbalance. These were all the symptoms I had for 6 months, until I finally removed my breast implants.